Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the keyboard assembly. The device passed the extended self-test (est), short self-test (sst) and the electrical safety test; the device was found to operate within mfg specs. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator had an unresponsive keyboard while being used on a pt. It was reported that the screen lock key on the keyboard is activating without being pressed. There was no report of pt injury as a result of the event.